Manufacturer narrative:
Citation: eggebrecht h et al. Incidence and outcomes of emergent cardiac surgery during transfemoral transcatheter aortic valve implantation (tavi): insights from the european registry on emergent cardiac surgery during tavi (eurecs-tavi). European heart journal (2018) 39, 676¿684. Doi:10.1093/eurheartj/ehx713. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding risks and outcomes for emergent cardiac surgery during or immediately after transcatheter aortic valve implant (tavi). All data were collected from 79 medical centers between 2013 and 2016. The study population included 212 patients (predominantly female; mean age 82.4 years), an unspecified number of which were implanted with medtronic corevalve and corevalve evolut r bioprosthetic valves (serial numbers not provided). Among all patients there were 73 deaths within 3 days post-implant and 97 in-hospital deaths. Of the in-hospital mortalities, causes of death were highest due to annular rupture (62.2%), followed by coronary obstruction (54.5%), aortic dissection (52.0%), and left ventricle (lv) guidewire perforation (50.8%). Based on the available information, none of the deaths were attributed directly to medtronic product. Among all patients, adverse events potentially related to the referenced medtronic products included: annular rupture (45), valve embolization/migration (27), aortic dissection (25), pericardial tamponade (14), coronary obstruction (11), lv perforation valve delivery catheter system (dcs) (6), severe paravalvular leak (3), general issues with the dcs (3), and lv aneurysm (1). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.